Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2004, the patient underwent lumbar fusion at levels l4-5 wherein rhbmp-2/acs was implanted. Post-op, the patient had increasing low back pain, and associated radiculopathy in his lower extremities. The patient continued to experience constant and extreme lower back pain, radiating pain to his hips, groin and legs, weakness in his legs, and swelling in his feet. He was unable to sit or stand for extended periods and has difficult walking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2004, the patient was pre-operatively diagnosed with pseudoarthrosis at l4-5 and underwent the following procedure: l4-5 complete diskectomy with removal of cages and osteotomy of take down of pseudoarthrosis. L4-5 anterior lumbar interbody fusion. Insertion of spacer with rhbmp-2 soaked collagen sponges at l4-5. L4-5 anterior plating. Anterior retroperitoneal exposure of the l4-l5 with mobilization of the iliac vessels, the aorta and vena cava, and also the peritoneal tear. Diskectomy and removal of previously implanted cages (two). Application of femoral bone graft with rhbmp-2 at l4-l5. Fixation of l4-l5 with plate and screws.as per the op notes:¿ the spacer was packed full of rhbmp-2 soaked collagen sponges and then seated in the resection gap under c-arm guidance. The distractor was removed under c-arm guidance. The anterior lumbar plate was applied across the l4-5 interval using 24 mm depth screws. All screws were tightened down so they engaged the locking mechanism on the plate.¿ the patient tolerated the procedure without any intraoperative complications.